Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the initial insertion of an arterial catheter, the device fractured at the mid-shaft. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as critically ill; however, this condition was noted to be unrelated to the device issue. No additional medical intervention was required beyond removal of the affected device and placement of a replacement catheter.